Manufacturer narrative:
Patient presented with infection therefore device was explanted. Explanted device analysis showed no anomalies. No further action to be taken.

Event description:
(B)(6) called to say patient (B)(6) has developed an infection. The patient will have either a removal or pocket revision on 2/4.